Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 300 mg/dl while wearing the pod for over 48 hours. Symptoms reported include hyperglycemia, vomiting and dehydration. Once at the hospital the patients pod was removed from the insertion site (abdomen). The patient was diagnosed with dka as well as gastroparesis. The patient was treated with intravenous fluids, steroids, antibiotics and insulin. The patient was prescribed 2 medication for gastroparesis as well as another medication for legs and protein shakes. The patient also received over the counter magnesium pills and a glucometer. The patient was discharged from the hospital after 48 hours.